Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was moisture evident behind the display lens. The pump powered on with audio tones, vibration and a fully illuminated display screen. The battery cap was able to fully tighten and a power loss was not duplicated. Unrelated to the complaint, the keypad was unresponsive and had internal moisture damage. The pump case was cracked and the leak test confirmed a leak and crack. There was evidence of moisture contamination inside the pump when the cover was removed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.